Event description:
It was reported that stent damage occurred. The target lesion was located in the tight and tortuous left circumflex artery. A 2.25mm x 16mm promus premier¿ stent was advanced to the lesion however crossing difficulties were encountered. After trying to push the device through the lesion, it get back on the unspecified guide catheter. It was then noted that the stent flared up "a little bit" at the end closest to the hub. The device was completely removed from the patient with stent intact on the delivery system balloon. The lesion was predilated and the procedure was completed using an unspecified size promus premier¿ stent. No patient complications were reported and the patient's status was fine with no adverse events.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).